Event description:
A report was received that the patient was having to charge her implant more frequently and later could not charge the ipg at all. Electrocautery was used during a previous non-device related surgery. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having to charge her implant more frequently and later could not charge the ipg at all. Electrocautery was used during a previous non-device related surgery. The patient will undergo an ipg replacement.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.